Manufacturer narrative:
Name- (B)(6). Street-(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
The patient reporting an event on (B)(6) 2026 ,high blood glucose and returned from the hospital he felt ill and managed to get home however he started vomiting and fever continued over 400 times that night he managed to get rid of it at night he finally realized that insulin had not been delivered and treatment of high bg is bolus.